Event description:
This sheath was used during an implant procedure of a competitor device on (B)(6)2018. The sheath got kinked due to a tortuous vessel, it was replaced with long sheath. The physician was dr. (B)(6) japan. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).